Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited failure to capture and failure to sense. Programming changes were performed. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the lead dislodged causing failure to capture and failure to sense. The lead was explanted on (B)(6) 2021. The patient was in stable condition.

Event description:
New information noted that the lead was explanted and replaced. Further information was requested however, was not provided.